Event description:
It was reported that the immediate battery charge of the pump significantly dropped by 40% in a short period, leading to an unexpected shutdown. This shutdown caused the customer's blood glucose level to exceed the normal range, although the specific value was marked as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and using a correction bolus with the pump. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.